Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysteroscopic myomectomy, the surgeon used a combination of instruments to remove myoma's. Bovie pencil and truclear dense shaver (which was not defective. Used for resection only). Large pieces were removed. Patient had bleeding from where these myoma portions were joined to the cervix. Surgeon sutured the cervix to stop the bleeding. The blood loss was noted to be 1 liter. It was also noted that there was more fluid output than there was fluid input. Fluid scale numbers were negative throughout procedure. Manual counts of fluid were performed. Hemoglobin and hematocrict count was ordered, hemoglobin was ~ 13 (pre-operative was ~ 14). The bowel of the patient perforated and currently in colostomy bag. The patient had 102 degrees of fever day after the procedure, instructed to go to emergency room but did not come immediately. The following day, patient was taken to other hospital's emergency room and found to be in sepsis shock and not producing urine. They free the fluid in the abdomen and a perforation was seen in the sigmoid. The patient was released to emergency room 1-2 days later.